Manufacturer narrative:
Medwatch sent to FDA on: 04/08/2014. Further info from the reporter regarding the event, product, or patient details has been requested. No add'l info is available at this time. The event of nodule skin is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, 3 weeks after injection with unspecified juvederm voluma in the oral commissures the patient developed a nodule at the right oral commissure. Symptom onset occurred 3 weeks after an appointment with a dental hygienist. Patient was prescribed hylase and cipro.